Event description:
The patient felt adequate stimulation. The hcp would not advance his oral pain medications because the patient had a spinal cord stimulator. The patient opted to have the device system removed. There was no patient injury associated with the event. The patient recovered without sequela from the surgery.

Manufacturer narrative:
(B) (4): analysis of the neurostimulator (B) (4) revealed 'no anomaly found.' The device was functionally ok. Lead (B) (4) - the #4, 6, and 7 conductor wires were broken 21.1 cm from the distal end of the lead. Lead (B) (4) - the lead was ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.' Extensions (B) (4) and (B) (4) - the extensions were ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.'